Manufacturer narrative:
Based on the available info, the event was deemed a reportable malfunction. The reporter notes the device was not introduced to patient. It was noticed that the syringe did not connect perfectly to luer connectors. No additional vent info has been provided. Should additional info becomes available a follow-up report will be submitted. (B)(4).

Event description:
Convatec representative reports while trying to deflate balloon. She had difficulty removing the air from the balloon. She notes there was pressure, but she was not able to deflate the balloon.